Event description:
On 4th april 2025, it was reported by an arthrex employee via email that an ar-3638, knotless fibertak¿ with #2 suture (5-box) was pulled out. This was detected during a right shoulder bankart procedure on (B)(6) 2025. The procedure was successfully completed by using other company's product. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device and/or using excessive force.